Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a mo.ma ultra proximal cerebral protection device with a 10cm 9fr non-medtronic sheath and a non-medtronic guidewire during treatment of a calcified lesion in patients left proximal common carotid artery. Minimal vessel tortuosity and severe vessel calcification were reported. Lesion exhibited 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. The vessel was not pre or post dilated. The device was not passed through a previously deployed stent. No resistance was noted during advancement of the device. It was reported that the proximal/common balloon ruptured without having half of the 3 ml syringe inflated. The device was safely removed from the patient. There was no injury/intervention associated with this event. There was a delay in the procedure but did not result in any health consequences or impact to the patient. No patient injury reported.

Manufacturer narrative:
Product analysis visual inspection: the moma device returned with two one way stopcock attached to the manifold. An attempt was made to inflate the balloon, but the balloon would no inflate. Damaged was observed on the balloon medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the balloon was inflated with the syringe provided with the pack. 50/50 inflation solution fluid was used. Issue was noted after the first inflation and it was noticed that the balloon was not holding pressure. The type of balloon rupture is unknown but potentially a pin-hole rupture. The balloon did not fragment. No vessel injury noted. A new device was used and the procedure was completed without further complications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.